Manufacturer narrative:
Additional information: date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2020 and (B)(6) 2020. (B)(4). Device evaluation: product evaluation cannot be performed as per the initial report, the suspect intraocular lens (iol) was discarded at the facility. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Report of explant of lens implant from the patient¿s left eye due to refractive error in calculation. It was replaced with the same model number but higher diopter power (15.5) lens. It was learned that the suspect product was discarded. There was no incision enlargement, no vitrectomy, no sutures done. The patient was well post-op. No other information was provided.